Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the surgery was delayed by 4 minutes to obtain a replacement to complete the procedure.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 12095.